Event description:
It was reported that the customer experienced a high blood glucose of 420 mg/dl and had been hospitalized a few years prior to the date of this report. He stated he kept giving insulin and his blood glucose wasn't going down, so he went to the hospital, where he was treated with an insulin drip. Customer further stated he believed the high blood glucose was due to dehydration, and not the insulin pump. Troubleshooting was declined. It was also reported that the customer's insulin pump alarmed with off no power, without having first alarmed with low battery. Customer also stated the menu options were not scrolling up when he would try to press the buttons. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected alarms were noted. The buttons/keypads functioned properly. The insulin pump was received with minor scratched lcd window, scratched case, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.